Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and a drop of im pedance to <250 ohms after manipulation during battery change.